Manufacturer narrative:
Device evaluation of monitor sn (B)(6) is underway. The reported problem (failed testing) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. Device evaluation of the monitor was completed. The reported pulse test failure was confirmed in the download data but not reproduced. During the investigation, fluid ingress was found to be contaminating the analog circuitry that measures the pulse voltage and pulse current, which may have contributed to the pulse test failure. These readings are used to calculate the energy delivered during a pulse. No adverse event resulted from the alleged equipment malfunction.

Event description:
A us distributor reported that a monitor failed incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed testing) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functional testing.